Event description:
Patient reported that some of the information, printed on the strip vial, had smeared. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.